Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized because they felt that their insulin pump was not working correctly. The custom redid not provide any information about their blood glucose levels and was unable to provide information about the time and date of the hospitalization. The call was dropped as the customer was transferred to the help line. Attempts were made to contact the customer to extract information about the incident but there was no answer.